Event description:
The customer reported obtaining intermittent hemoglobin and hematocrit (h&h) check failures, hemoglobin (hgb) blank errors, and hgb blank shift errors on patient sample runs from the unicel dxh 800 coulter cellular analysis system. Beckman coulter has requested instrument printouts for this event but none have been provided by the customer. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced pinch valve vl104 to resolve the issues.